Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that insulin pump had difficulty in delivering insulin through tubing. The customer¿s blood glucose level was 398 mg/dl at the time of the incident. The customer stated that the insulin pump had no delivery alarm during basal. The customer declined for troubleshooting. The customer was advised to revert the backup plan. The insulin pump will be returned for analysis.